Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been comfirmed; however, the exact cause could not be reliably determined.